Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture and had a failed battery test. Blood glucose value was 128 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test or verify failed battery test alarm due to blank display.